Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump had a sticky buttons and also insulin squirted out during priming. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.